Event description:
An 84-year-old woman underwent hrpci with impella cp support. During insertion the team found the 25cm sheath to kink but managed to insert and deploy the pum with some difficulty. Kink ascribed to vessel tortuosity vs intrinsic sheath problem. Case completed successfully and pump explanted without incident. No patient harm was reported due to the issue.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D4. Catalog and serial corrected. H6. Medical device problem code a040601 deformation due to compressive stress removed.

Manufacturer narrative:
Section d4 primary UDI number has been updated.